Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the 5 pack of test kits from target, so this is an out of box issue. The customer and family had performed all 5 test kits. The result was negative for all 5 test results. Customer retested at the doctor's office and was positive for covid. The customer was able to send us a picture of 1 negative test cassette. The rest of the test cassettes had been thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation (previous investigation for the same issue). Evaluation of retained cassettes did not reveal the reported issue; therefore, a contributing cause could not be determined. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
False negative result(s): we got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the 5 pack of test kits from target, so this is an out of box issue. The customer and family had performed all 5 test kits. The result was negative for all 5 test results. Customer retested at the doctor's office and was positive for covid. The customer was able to send us a picture of 1 negative test cassette. The rest of the test cassettes had been thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.